Event description:
Attorney reported that on or about december 1999, the patient, who suffered from incontinence, underwent an invasive procedure for interstim system for urinary control placement. The insertion of a lead electrode stimulator was performed to treat the patient's urinary urge incontinence and related problems. Months after the procedure, the dr. Performed an ultra sound of the area where the interstim was placed in order to monitor the device. Almost immediately following the ultrasound, the patient began experiencing pain radiating down in both legs, numbness in the legs, and had difficulty walking.